Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one shipping wedge for one device. Only the shipping wedge of the reload was returned. A yellow fragment of one of the shipping wedge was also returned. The fragment was found to have broken off from the shipping wedge flange that lodges in the reload. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of the observed shipping wedge damage may occur if the shipping wedge pull tab is pulled in a lateral fashion towards the distal end of the single use loading unit (sulu) channel rather than away from the channel, or if the loading unit is clamped prior to removal of the yellow shipping wedge. No further actions have been deemed necessary at this time. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during pneumothorax, a yellow foreign material fell into the cavity but it was retrieved. The surgeon noticed yellow shipping wedge of the reload was broken. The surgical time was extended by less than 30 minutes. No patient injury. As the surgeon could not identify of which reload the yellow foreign material had belong, the surgeon reported 2 reloads. After the surgery, the sales rep spoke with the customer and confirmed this event caused by a new nurse's device handling.